Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired due to a bleed in the brain.

Manufacturer narrative:
(B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not explanted. A correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient had been seen on (B)(6) 2014 for a routine clinic visit and then was later admitted for complaints of congestion and left eye pain. The onset of the symptoms was acute and included left sided headache with significant left eye pain and pressure, as well as left sided facial pain with difficulty in focusing. A CT scan showed a large occipital intracranial hemorrhage. Per neurology consult the patient's anticoagulation was to be held for one week. Mean arterial pressures were stable at 80-85mmhg and the patient demonstrated appropriate mentation. On (B)(6) 2014 the patient experienced respiratory failure and was intubated. A CT scan showed an extension of the intracranial hemorrhage. Over the course of the next week the intracranial bleed stabilized and anticoagulation was restarted with neurosurgery's clearance. On (B)(6) 2014 the patient experienced declining right sided function. A CT scan of the head showed a left tentorial hemorrhage. The family declined surgical intervention. Palliative care was provided, and on (B)(6) 2014 the lvad was turned off and the patient expired.